Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer states their sensor kept alarming they were below 40mg/dl, and they started to treat for lows over and over again. The customer believes the cause may have been due to sensor readings being off. The customer was advised to double check sensor readings with manual readings. The customer was advised the sensor would be replaced and returned for analysis.